Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor reset at startup. The reset was unable to be duplicated. Upon investigation, the electrode belt connector j1001 was broken on the monitor c/a board. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing of monitor sn (B)(4), the monitor reset at startup. The last patient ot use this monitor did not report any deficiencies.